Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe lower back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("legs and feet painful") and pain ("whole body pain"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, pain in extremity and pain outcome was unknown. The reporter considered back pain, pain and pain in extremity to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event ¿severe lower back pain" was added. Reporter information was added. Medical device removal was deleted. On 23-mar-2020: social media report received :new events legs and feet painful and whole body pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe lower back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("legs and feet painful") and pain ("whole body pain"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, pain in extremity and pain outcome was unknown. The reporter considered back pain, pain and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.